Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07903. Related manufacturer reference number: 2017865-2020-07904. It was reported that the patient presented for follow up with vegetation on the endocardial leads. The right atrial, and right ventricular leads were explanted. Another right ventricular lead that was previously capped was also explanted. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2020-07903. Related manufacturer reference number: 2017865-2020-07904. Related manufacturer reference number: 2017865-2020-08446. It was reported that the patient presented for follow up with vegetation on the endocardial leads. The right atrial, and right ventricular leads were explanted. Another right ventricular lead that was previously capped was also explanted. The patient was in stable condition.

Manufacturer narrative:
Added omitted related manufacturer reference numbers for concomitant medical products.